Manufacturer narrative:
In response to FDA report number: mw5110143. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency "I had silicone breast implants put in years ago and since then along with both implants developing ruptures in both implants along with capsular contracture. Severe pain in both breasts and unexplained rashes on and around my chest and implants, skin rashes, anxiety and depression." The following reported events have been deemed not related to the device: muscle and joint pain, brain fog, memory loss, ears ringing, digestive issues, I have developed multiple breast implant illness symptom's, cancer, chronic inflammation, multiple unknown lung nodules, new and persistent lung infections, asthma, major chronic fatigue and swollen and tender lymph nodes neck. This record is for the left side. The device status is unknown.